Manufacturer narrative:
The device was returned to olympus for inspection. The customer complaint was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had partial image loss during inspection for use. There were no reports of patient involvement.